Event description:
A customer reported to baxter that a titanium adapter separated from the patient connector unexpectedly. The patient has been performing continuous ambulatory peritoneal dialysis (capd) for 22 days; the transfer set had been used for 22 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should any additional information become available, a follow-up report will be submitted.